Event description:
It was reported that balloon rupture occurred. The target lesion was located in the kidney. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured. The device was replaced for another of the same model. No complications reported, and patient status was stable. It was further reported that the target lesion was 80% stenosed, non-tortuous, and severely calcified. The balloon ruptured on the second inflation at 8 atmospheres for 30 seconds.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the kidney. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured. The device was replaced for another of the same model. No complications reported, and patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). The device was returned for analysis, and the evaluation was completed on 14oct2024. A visual and tactile examination was performed. The inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. There were no issues with the tip and markerbands, and the shaft was free from kinks or damages.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the kidney. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured. The device was replaced for another of the same model. No complications reported, and patient status was stable. It was further reported that the target lesion was 80% stenosed, non-tortuous, and severely calcified. The balloon ruptured on the second inflation at 8 atmospheres for 30 seconds.